Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the error code 800.8000 on 8015 4.7 unit was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, tech has 8015 4.7 unit has error code 800.8000 which is a network error. They are wireless explain to tech they need to transfer the network config back onto the unit. Also let tech be aware the 8015 4.7 unit has became eol affected on 01/01/2019 the unit has no support, no services repair to offer. Steps to solve (internal): solution/workaround summary: inform the customer on the 255-16-275 and 800.8000 error. Suggested messaging: when you turn on the unit are you getting a 255-16-275 error or just seeing 800.8000 errors in the log. High level steps/procedure: if power on and get a 255-16-275 error every time, try to reflash the unit. If flashing fails, the logic board must be replaced or unit sent in for repair. If 800.8000 are in the logs only, recommend to do a pm on unit and put back in rotation. Email customer alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000 required action for users: your alaris system will not need to be remediated. Refer to the user manual addendum to avoid the occurrence of this system error. If the system error occurs, the alaris system modules will continue as programmed. Do not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion in order to reprogram and re-start the pump following the instructions in the user manual addendum to avoid this error. Power down the pc unit by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pc unit and replace it immediately. Return the pc unit to your biomedical engineering department for troubleshooting and data log retrieval. Follow-up actions by bd: the us food and drug administration has been notified of this action. Any adverse reactions experienced with the use of this product, and/or quality problems should also be reported to the FDA s medwatch program by: web: medwatch website at www.FDA.gov/medwatch. Phone: 1-800-FDA-1088. Fax: 1-800-FDA-0178, or by mail: medwatch, hf-2, FDA, 5600 fishers lane, rockville, md 20852-9787. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services couldn¿t determine the probable cause of the customer¿s reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device 8015 had an error code of 800.8000. There was no patient involvement.